Event description:
Event description guidant received information that, during an attempted implant, the distal end of the lead had blood in it. The doctor suspects an issue with the helix. The lead was removed and another lead was implanted. The unused lead has been returned for analysis.